Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The footswitch cable (which belongs to the system) was replaced to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The extent or cause of the nonconformity cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A facility technician reported a system message was displayed and the footswitch cable had a bad contact prior to a procedure. They were able to resolve the issue by reconnecting the footswitch cable. There was no patient involvement. Additional information has been requested.